Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Analysis found the lead body was twisted and extensively bent in the area between the rv coil and svc coil. The appearance of the damage indicates that the lead has been exposed to a twisted and extensively bent position and over time became abraded from the outside and the inside. Failure (event) observed during analysis.